Event description:
It was reported that implant integrated + restored - abutment/crown not fully seated which resulted in deformation of internal hex - unable to be re screwed. It was reported by customer that the implant was removed due to device malfunction. Patient to return for additional dental appointment to have implant was replaced - phase ii - new crown. Pain and prolonged treatment was reported. Tooth#30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotiteâ® tapered certainâ® prevailâ® implant 6/5 x 13mm (xiitp6513) was returned for investigation, see attached images in the complaint. Visual inspection of the as returned product identified worn markings and damage drive feature. An unk abutment was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing was performed for the returned product and with an in-house stock abutment and does not seat inside implant. No pre-existing conditions were noted on the per. The reported device location was #30 and length of usage is approximately 2 years 5 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019011010). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2019011010) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unk abutment. Sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified for unknown abutment as it was not returned however malfunction did occur for the implant and the reported event was confirmed.